Event description:
It ws reported that a device has an unknown system error. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed a "system error 105" through review of the device history log, but was unable to reproduce the alarm during testing. The motor was replaced as it is a known contributor to this issue..